Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Another filter was successfully placed without any patient complications. This device remains implanted. Therefore no failure analysis is available. Follow up indicated a pre-placement cavogram was not performed prior to filter placement and continual flushing of the carrier system during the implant procedure was not performed. The company believe these factors may have contributed to this event. However, company is unable to determine the exact cause for this event.